Event description:
The customer reported the panorama central station had an error message, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the system's disclosure drive. System was tested to factory's specifications.